Event description:
The iab was inserted into the pt on 05/08/1998. On 05/13/1998, the iab leaked. The doctor was unable to remove the iab. The iab was entrapped & needed to be surgically removed. When the iab was removed, the pt's artery got damaged and needed repair. No second iab was inserted. On 06/10/1998, the following was reported to datascope: it was difficult to remove the balloon from the pt. Flecks of blood were noted in the catheter tubing. The pt went to or for an open cutdown and removal of the iab. When the iab was removed, blood was within the membrane. Another iab was not inserted into the pt. The pt recovered and was okay. (Event complications): entrapped/surgery/injury to artery - reported 05/13/1998. (Pt's current status): okay - reported 06/10/1998.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.